Event description:
Healthcare professional reported rupture on the left side. Device has been explanted .

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed as unidentified (tear) opening (shell thickness within specification) and broken device on radius side assessed as unidentified (tear) opening (shell thickness within specification. Additional observations: crease is observed. Wear abrasion is observed. Yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture on the left side. Device has been explanted .

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.